Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewc0421 showed no other similar product complaint(s) from this lot number.

Event description:
Placed PICC and it went too far into right atrium. PICC was pulled back and removed. A second PICC was placed and the placement was successful. Later, pt complained of chest pain and was taken to ir. Ir revealed an entire guidewire stuck in the pt chest. Pt was in ir staff to retrieve the wire at the time of the call.